Manufacturer narrative:
The device was not returned to the MFR. The investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the cutter of the device was bent. Additional clinical info determined that the issue occurred during surgery and there was a report of pt harm. As a result of the device issue the initial graft harvest was damaged requiring an additional graft to be taken. An alternate device was retrieved and used to complete the surgery with a delay of approx 1-15 minutes while the pt was under gen anesthesia.